Event description:
An accuchek was performed using accu-chek equipment. The lancet needle did not retract properly after injection into patient. When the staff member picked up the lancet to dispose of the equipment, he experienced a needle stick to the right hand 4th digit, piercing the skin.